Event description:
Mics collar locking mechanism dislodged.

Manufacturer narrative:
An event regarding non functional involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: collar locking mechanism - dislodged. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.